Event description:
It was reported that while using the surgical fiber during a prostate procedure, the tip broke at 367,505 joules of use. The procedure was completed using a second surgical fiber. There was no injury to the patient reported. Gland volume: 100 ml. Time expended: 47 min. 20 sec.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at to the bevel edge; the glass cap shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap/fiber is detached and returned.; the metal cap is detached and returned; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at the output window; the fiber and outer flow tube show severe contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.